Event description:
Information received from the field does not address the patient's clinical status but notes when the device was placed into the pocket, high impedance and no capture was observed on the ECG monitor. A new device was placed.